Event description:
It was reported by the patient she had an allergic reaction to the PICC line when it was inserted for her antibiotics. She states she has a known allergy to 2-mbt and is unsure if this PICC line is made of it. She reported her allergic reactions were pain where the line was inserted, hands were like pins and needles, arm was swollen, and all her joints felt inflamed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.